Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "metal sensitivity, or allergic reaction to a foreign body." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01611 / 01612).

Event description:
Patient reported experiencing pain, swelling, hot skin around the wound, and slow recovery approximately two months post-implantation. Patient suspects a nickel allergy. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Patient reported experiencing pain, swelling, hot skin around the wound, and slow recovery approximately two months post-implantation. Patient suspects a nickel allergy. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Patient underwent allergy testing that stated that the patient does not have a nickel allergy. However, the patient walks with a limp using a cane to walk.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).